Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 413 mg/dl and diabetic ketoacidosis (dka) considered to be dangerous leading to a visit to the emergency room (ER) and a subsequent hospitalization. Prior to the hospitalization, the customer performed an infusion set change and reverted to manual injections for insulin therapy. No damage was noted to any of the pump supplies in use during this event. While in the ER and the hospital, the customer received insulin, potassium and intravenously delivered fluids as treatment. Reportedly, the customer's healthcare provider alleged an underlying pump issue was the cause of the bg level and dka. The customer was released from the hospital the following day. Reportedly, the customer reverted to manual injections for insulin therapy.